Event description:
Caller states the pt tested 56 mg/dl on the inform system and 156 mg/dl on a lab drawn within 10 mins. Five mins later the pt tested 42 mg/dl on the same inform system. Customer was given juice after receiving result of 56 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.